Event description:
It was reported that a malfunction related to the tandem pump, specifically malfunction code 8, indicating an issue with the device. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.